Manufacturer narrative:
(B)(4). This is related to MDR #1828100-2015-00748. The reported complaint was confirmed. The field service representative (fsr) found liquid damage on the cardioplegia (cpg) relay printed circuit board assembly (pcba). The fsr replaced the pcba. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported issue happened when the ccp was putting the unit back into storage after the field service representative (fsr) had performed preventive maintenance (pm) on the unit. The cooler heater unit has not been used for surgery in quite some time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cardioplegia (cpg) pump was stuck in "large to small" mode on the cooler heater unit with the pump running. There was no patient involvement.